Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, minimal information regarding this event was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. The explanted device is not available for evaluation. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that a 23 mm edwards surgical valve was explanted due to aortic stenosis secondary to severe calcification after an implant duration of approximately three (3) years and six (6) months. As per the explant operative report, the patient also had a CABG as well. A 19 mm non-edwards mechanical valve was implanted in replacement. The patient had an uneventful post-operative course and was discharged home on pod #14.

Manufacturer narrative:
It was reported that this device was explanted after three (3) years and six (6) months. Product evaluation determined that host tissue and heavy calcification restricted leaflet mobility and led to stenosis. There are no indications of a manufacturing defect. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. A definitive root cause for heavy calcification and pannus growth could not be conclusively determined. However, the event in this case was likely due to patient related factors. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Evaluation summary: customer report of stenosis secondary to severe calcification was confirmed. X-ray demonstrated heavy calcification on all three leaflets and wireform distortion. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 at both the inflow and outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Leaflet 2 had a 4mm tear near commissure 3. Leaflet 3 had a 3mm tear near commissure 3. The wireform was exposed on commissure 3 and on the side of the valve near commissure 3. Serrated marking appeared to be near the tears. Calcification and host tissue restricted leaflet mobility and led to stenosis. Valve appeared in the same condition as in the images provided by the customer. The subject device was returned for evaluation.